Event description:
It was reported that a large volume multirate infusor did not flow. This occurred during patient infusion of an unknown antibiotic. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14c043 was manufactured between march 18, 2014 and march 21, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection on the unit (via the naked eye) showed no signs of blockage or physical abnormality that could have caused the reported condition. A functional test was performed by removing the luer cap from the unit¿s distal luer. As a result, evidence of flow was visually observed at the distal luer. The device operated within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.